Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to wear of angle wire, bending angle in up/down direction does not meet the standard value. There were few additional findings. The scope connector cover was shaved. The switch button 3 was damaged. Due to the peeling of bending section cover adhesive, the insulation resistance value at distal end does not meet the standard value. The ig protector is damaged and light guide lens had a crack. The adhesive on bending section cover had a crack. The connecting tube and universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus that the bowden cables of the evis exera iii gastrointestinal videoscope were loose and had to be tightened. There were no reports of patient harm associated with the event. The device was returned to olympus and an evaluation at the repair center revealed white foreign material resembling dried glue inside the channel tube. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could was dried glue. Olympus will continue to monitor field performance for this device.